Event description:
Additional information received from patient, caller also mentioned previously reported information regarding the stimulation being too strong and added that the patient was trembling. Caller then mentioned that they got the therapy adjusted to lower settings with a manufacturing rep last saturday. Agent redirected the caller to the patient's hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's therapy turned off and they were not sure how long has it been turned off and what caused it but they are certain it was not more than a week that it had been turn off. Caller stated that they think the implantable neurostimulator (ins) turned off probably because the battery depleted on the ins at some point. Caller stated they charged the ins today and turned the therapy on and the patient started feeling a tingling sensation on their right hand that was too strong, so they had the therapy turned off. Patient rep stated they notified their hcp and are waiting for a response. Agent reviewed and redirected patient to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) the patient is experiencing a tingling and burning sensation in their hands if the stimulation goes above 0.5 ma. At the time of an unrelated medical event, the patient decreased stimulation to 0 and began having the issues when increasing stimulation back. The patient used to be up to 3.0 ma, but now if they go above .5, the sensation does not go away. Rep confirmed there are no impedance issues. Next steps planned are to consult managing healthcare provider (hcp) and use electrode identifier. Additional information received from patient indicating that the cause of the tingling was a depleted battery due to not charging the battery and the device was off for a couple of days. On (B)(6) they had impedances checked. They had an hcp try to adjust device on (B)(6) with further adjustments from rep on (B)(6). Device is now on but at a lower level and not controlling tremors as well as it was previously. They hope to be able to adjust settings up after a week. They further report that when the therapy turned off, the problem was getting the therapy back on due to the physical conditions of the patient changing.